Manufacturer narrative:
Philips service replaced the geo module wp kit, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table was blocked, and the tube control failed intermittently on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.